Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was also noted that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut and the middle insulation had metal ion oxidation (mio). A distal portion was received measuring 46 cm.

Event description:
The patient reported that their clinic called after reviewing the remote transmission about a lead fracture and that the lead needs to be replaced. The transmission also showed that the right ventricular (rv) lead had a pacing impedance less than 200 ohms. The patient was told that this lead was prone to breakage after nearly 20 years of being implanted. About two weeks later, the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.